Event description:
Pt had cataract of right eye. In 200o, pt had phacoemulsification of cataract of right eye with intraocular lens implant. Following cataract extraction, the amvisc was aspirated from the eye. The anterior chamber was deepened with miostat. At this point, it was noticed there were approximately 6 shiny, metallic microscopic-sized foreign bodies on the surface of the iris in the vicinity of the corneoscleral wound. The surgeon believed they came from the phacotip. Four fragments were removed but two were retained in the eye despite several attempts to remove.